Event description:
The customer reported that while the central station was in use monitoring patients along with telepacks at the bedside, the central station displayed a blue screen when the telepack was put into standby. No patient injury was reported.